Manufacturer narrative:
The device history records (dhrs) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Despite several followup attempts, there is no further information regarding the sequence of events leading to the bursting, whether the device was inspected before use, patient pre-existing conditions, or the current patient status. As a preventive measure against device malfunction, the device instruction for use document cautions ¿inspect all packages for punctures or evidence of contamination prior to opening.¿ as a general precaution against patient injury, the instruction for use document also states that the patient tissue should be regularly inspected while the inflated device is in use due to potential pressure necrosis.

Event description:
2 of 3. Olympus was informed that during a during a sinus septoplasty procedure, the balloon portion of the device burst while in the patient. The patient was transported to the hospital to complete the procedure. There is currently no further information on the patient condition.